Event description:
During the evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 13:58:05. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the logs; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.